Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the superficial femoral artery. The f/g, sterling, mr, 3.0 x 60/135 (4f) balloon ruptured at seven atmospheres on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.